Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the insulation was abraded at 11.8 cm to 12.0 cm from the connector pin which exposed the outer coil. The damage likely contributed to the reported noise. The abrasions were consistent with constant friction with another implantable device.

Event description:
It was reported that the patient experienced presyncope. The right ventricular lead exhibited noise and over sensing. The noise could be reproduced with isometrics. The lead was explanted and replaced.